Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unspecified iphone with ios operating system version 16.6. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment. No additional information available as customer refused to provide further details. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unspecified iphone with ios operating system version 16.6 and app version 2.10. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment. No additional information available as customer refused to provide further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported scan error. Attempted to replicate the user¿s complaint using similar configuration of iphone 11 pro, ios 16.6, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. Attempted to reproduce the reported issue with the similar configuration but unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unspecified iphone with ios operating system version 16.6 and app version 2.10. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment. No additional information available as customer refused to provide further details. There was no report of death or permanent impairment associated with this event.